Manufacturer narrative:
Qn#(B)(4).

Event description:
The complaint is reported as: "the luer-hub(pink) was falling off from the extension line after about 30 days and discontinued use it. The other side luer-hub(white) was normally function, so the device was no remove in entirety." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one luer hub for evaluation. The hub was separated from its extension line. It was determined that the luer hub corresponds to the distal lumen of a PICC catheter. Visual inspection of the hub confirmed the hub separated from the distal extension line. Further inspection revealed remains of the extension line molding inside the luer hub. It cannot be determined where exactly the separation occurred without the complete sample returned for analysis. The inner diameter of the luer hub molding measured 0.058", which is within the specifications of 0.055"-0.059" per product drawing. Functional inspection could not be performed due to the condition of the returned sample. A device history record review was performed, and no relevant findings were identified. The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection of the returned luer hub confirmed it was separated from the extension line. The catheter was not returned, however, so the exact point of separation could not be determined. The luer hub met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, the probable root cause could not be determined without the complete sample returned for analysis. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "the luer-hub(pink) was falling off from the extension line after about 30 days and discontinued use it. The other side luer-hub(white) was normally function, so the device was no remove in entirety." No patient harm was reported. The patient's condition is reported as fine.